Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(4). Complaint received as follows: "the original complaint form was received by (B)(4) manufacture site qa on (B)(4) 2011. (B)(4). The original complaint form stated "in 5 different cases, the balloon could not be deflated. A physician was called in for assistance and since he also failed to remove the catheter, the urologist was called in who eventually had to perform a surgical procedure. One faulty sample is being sent to you for your immediate examination." This is the 4th case of the complaint mentioned in the complaint form. Add'l info has been requested to obtain more details about the incident/issue. Add'l info received: the foley catheter was removed in the operating room since the above procedures failed."

Manufacturer narrative:
The event is deemed serious as it was reported to have required medical/surgical intervention by a urologist to remove the catheter after the balloon would not deflate. No add'l details are known and per the complaint intake perspective, a causal relationship between the catheter and this event is deemed related because attempts to remove it by traditionally conservative measures failed and the intervention was necessary. (B)(4).